Manufacturer narrative:
The lead was returned with no reported event. Failure event was observed during analysis. As received, a complete lead with extraction tool inserted was returned in one piece. An external insulation abrasion was found at the proximal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is consistent with friction to the device can. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.